Event description:
It was reported by service report that the bed would not move up or down. The customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Angle sensors out of calibration.